Manufacturer narrative:
Additional info received from the sales rep on 25 february 2019: the surgeon removed the implants from the cup side and revised the patient with a custom made implant. Cup - screws - liner revised. The revision was due to a secondary move of the cup. Primary surgery performed on (B)(6) 2018. Revision surgery performed on (B)(6) 2018.

Manufacturer narrative:
Batch review performed on 18 january 2018: lot 166617: (B)(4) items manufactured and released on 25-jan-2017. Expiration date: 16.01.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: cup mobilization occurred in an elderly woman ((B)(4) year old) 4 weeks after surgery. No immediate postoperative x-ray is available. On the basis of the information received, no conclusion can be drawn.

Event description:
On (B)(6) 2018 we were informed that a patient was revised 4 weeks after primary due to cup dislocation.